Event description:
The customer contacted stryker to report that their device keeps turning off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The technician retorqued battery wiring, replaced battery pins and battery blade block as precaution. Additionally, the technician observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The codes could not be duplicated. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.the product assessment center (pac) technician evaluated the device was able to verify the reported issue of device shutdown through the analysis of the electronic records. A cause of the reported issues could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device keeps turning off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.